Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to cable disconnection. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cable of the camera head was disconnected. The cable was caught when moving the scope. No procedure was involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.